Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was not confirmed, as the hm3 system controller was not returned for analysis. There were no additional images, documents, or log files regarding the event. Multiple attempts were made to obtain further information from the customer regarding the event, asking for the serial number of the system controller, why the system controller exchange was performed, and the controller return status; however, no additional information was provided. As a result, this analysis did not determine the root cause of the reported event. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a system controller exchange on (B)(6) 2022.